Manufacturer narrative:
Product analysis in progress.

Event description:
Medtronic received information that at an unknown duration of time post implant of this bioprosthetic valve, the valve was explanted and replaced with non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to a leaflet tear and pannus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:upon receipt at medtronic¿s quality laboratory, visual examination revealed the sewing ring along the right cusp (rc) appeared to have been removed during explant. The valve was slightly distorted and the stent posts were slightly deflected. All the leaflets¿ free margins and lunula appeared to have been deteriorated due to calcification. All leaflets were slightly stiff but flexible. Leaflet deterioration due to calcification was observed on all three cusps. The right coronary cusp was torn from the lunula to the margin of attachment. The left coronary cusp had missing tissue observed on the belly. Calcification was observed on the deteriorated areas. The non-coronary cusp had a tear along the lunula. The tear appeared to have enlarged overtime or during explant. Calcification was observed on the existing lunula. All commissure aortic walls were intact. There was no evidence of commissure dehiscence. A small amount of pannus was observed on top of each of the superior coaptive areas extending to the existing free margins. Left right commissure ¿ the leaflets were attached to the commissure wall. Right non-coronary commissure - the leaflets were attached to the commissure wall. Left non-coronary commissure ¿ the leaflets were detached from the commissure wall. However, the commissure aortic wall was still intact. Pannus remained attached to the existing sewing ring. A thin layer of pannus extended from the base stitching to the tissue, onto the inflow margin of attachment of all cusps, into the inferior coaptive area between all cusps and extended 1 to 3 mm onto the rcc. A thin layer of pannus also extended from the base stitching and onto the margin of attachment of all leaflets at the outflow aspect. Pannus was also observed on areas of all outflow rails where pannus covered the left non-coronary stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiographic evaluation showed calcification in the lc and nc/lc commissure area. Device serial number, expiration date, and UDI added. Device manufacturing date added. If information is provided in the future, a supplemental report will be issued.